Event description:
A pt's device displayed an end of life/end of service message. The pt had a loss of stimulation for over 2 months. A physician mode recharge (pmr) was performed on (B)(6)2010, and 11-12 more pmr's were conducted at the pt's home since then. Telemetry was accomplished between the implanted device and recharger, however, the pt was unable to conduct telemetry using the antenna. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).